Event description:
It was reported that patient planned for PICC line insertion. After completing consent, patient's right arm was cleaned and draped, guidewire inserted via needle. Needle withdrawn and sheath and introducer was put. After introducer and guidewire were withdrawn the catheter was inserted up to the point where further insertion without resistance could not be done. Due to no backflow plan to withdraw the catheter was taken. It was not being able to withdrawn. The guiding stylet was also not able to be withdrawn. After breaking the stylet, the catheter was also able to be taken out. The stylet inside the catheter was bent. PICC line was not inserted, medication delivery was done via different route. No exposure of blood patient blood to patient or hcp.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient planned for PICC line insertion. After completing consent, patient's right arm was cleaned and draped, guidewire inserted via needle. Needle withdrawn and sheath and introducer was put. After introducer and guidewire were withdrawn the catheter was inserted up to the point where further insertion without resistance could not be done. Due to no backflow plan to withdraw the catheter was taken. It was not being able to withdrawn. The guiding stylet was also not able to be withdrawn. After breaking the stylet, the catheter was also able to be taken out. The stylet inside the catheter was bent. PICC line was not inserted, medication delivery was done via different route. No exposure of blood patient blood to patient or hcp.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet is confirmed and was determined to be use related. Components from a 5 fr triple lumen powerpicc kit were returned for evaluation including a stiffening stylet threaded through a t-lock. The outer coil wire of the stylet was observed to be unraveled and the weld tip was found to be missing. Microscopic inspection of the stylet fracture surfaces found that both the outer coil wire and core wire had sharply formed fracture edges. The core wire fracture site was observed to be angled with a mostly granular surface texture. The outer coil wire fracture site was also observed to be angled with a surface which exhibited striations. The outer coil wire adjacent to the fracture site was observed to be tightly wound. These investigation findings are consistent with damage caused by contact with a sharp edged instrument such as scissors. An examination of the stylet structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that patient planned for PICC line insertion. After completing consent, patient's right arm was cleaned and draped, guidewire inserted via needle. Needle withdrawn and sheath and introducer was put. After introducer and guidewire were withdrawn the catheter was inserted up to the point where further insertion without resistance could not be done. Due to no backflow plan to withdraw the catheter was taken. It was not being able to withdrawn. The guiding stylet was also not able to be withdrawn. After breaking the stylet, the catheter was also able to be taken out. The stylet inside the catheter was bent. PICC line was not inserted, medication delivery was done via different route. No exposure of blood patient blood to patient or hcp.